Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Accurate screenshots and system log files are required to complete a thorough investigation. The submitted files values did not correspond with the complaint description. An abbreviated evaluation minus the screenshots and system log files was completed with the software support team. The reported problem was not confirmed. No critical or internal errors were found. Should usable screenshot and system log files become available, the case can be reopened. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual, functional evaluation or log file review, factors contributing to the reported symptom may have been associated with issues during collection or registration. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: b5, h6 (health effect - impact code).

Event description:
It was reported that during a cori-assisted tka, surgeon noticed the cup angles were off. X-ray showed perfect positioning, however, cori numbers were incorrect, especially the inclination angle, which was showing 25 degrees. The system also indicated a 14mm lateralization, which he disagreed with. He checked his arrays and confirmed they had not moved during the case. Surgery was performed, without any delay, manually. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori-assisted tka surgery, the surgeon noticed the cup angles were off. X-ray showed perfect positioning, however, cori numbers were incorrect, especially the inclination angle, which was showing 25 degrees. The system also indicated a 14mm lateralization, which he disagreed with. He checked his arrays and confirmed they had not moved during the case. Surgery was performed, without any delay, with the same device. No patient complications were reported.